Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device and non-boston scientific right ventricular lead, exhibited high out of range pacing impedance (greater than 3000 ohms). There where no other out of range measurements, no noise/artifact. A technical service (ts) consultant recommended a in clinic office visit, with lead integrity testing isometrics. Provocative maneuvers, movement of the pocket, etc. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).